Event description:
A high impedance event has been verified, from a review of programming data. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
A high impedance event has been verified, from a review of programming data. No known surgical intervention has occurred to date. No additional relevant information has been received to date.